Manufacturer narrative:
No product has been returned as per hospital's policy. No root cause can be identified at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the rod was unable to distract. Reportedly, metallosis was observed when the rod was removed. There was no patient injury reported.